Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, flail, and friable posterior leaflet. A mitraclip xtw was inserted, and the clip was deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tissue damage on the posterior leaflet was observed. No additional clips were implanted, and the mr remained at a grade of 4. On the same day, the patient underwent a mitral valve replacement surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) appears to be related to challenging patient anatomy (friable leaflet). The reported tissue injury and mitral regurgitation are cascading events of the slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, flail, and friable posterior leaflet. A mitraclip xtw was inserted, and the clip was deployed on the mitral valve. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and tissue damage on the posterior leaflet was observed. No additional clips were implanted, and the mr remained at a grade of 4. On the same day, the patient underwent a mitral valve replacement surgery.